Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary the complaint of bd sars-cov-2 - n2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The complaint has multiple issues listed. The customer complained of reader saturation, ind/ unrs, gui freeze and reader saturation mainly on side a. The customer requested bd service if the reader sensitivity could be modified. The issue was reported on the bd sars cov-2 assay (445003). Bd service was dispatched. The fse verified the voltages, found stable voltages since installation. They also adjusted the positions of the 2 drawers and performed reader renormalization. This service fixed the issues and the issues did not reoccur. The complaint is confirmed as an instrument issue based on the information present and the investigation described below. The complaint investigation consisted of a review of the service notes, the instrument service history and related customer complaint data. This is a summary of the investigation results for customer complaints alleging false positive or discrepant results when using the bd sars-cov-2 reagents for bd max system (ref# 445003 & 445003-01). Bd has received several customer complaints for weak n2 positive results, when using bd sars-cov-2 reagents for bd max system. Most of these complaints concerned atypical curves, with low endpoints. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd max system kits mixed with multiple lots of bd max exk tna-3 assay kits. Analysis of the various databases received from customers revealed evidence of similar patterns. All the runs analyzed showed presence of background noise caused by signal drift in the cy5 channel, with the n2 target causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. In all cases, contributing factors included the instrument in combination with the user defined protocol (udp) programming and product design. The issue was reproduced internally at bd. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd max system lots for false positive results. The root cause for the false positives, reader saturation is high background fluorescence and low cut-off rendering the bd sars-cov-2 test less robust to normal system-induced noise. A corrective and preventive action (CAPA)1632720 is already initiated and some mitigation actions are already being addressed. The root cause of the max freezing issue is suspected to be the entry/ exit drawers not being properly seated. No parts or material were returned for this investigation. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends with associated problems.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The results were not reported out and there was no report of patient impact.